Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has not been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer initially called to report a button error alarm. The customer then stated that she was hospitalized for low blood glucose levels. Her blood glucose reading was 20 mg/dl when the paramedics arrived, and 35 mg/dl when she was admitted. The customer had dialysis that day, which always lowers her blood glucose levels, and went to sleep when she got home. Family members were unable to get her to respond, and they called the paramedics. The customer continued to experience low blood glucose levels and low blood pressure after being released. Advised that the insulin pump would be replaced. Nothing further was reported.